Manufacturer narrative:
Manufacturing record review was completed and no nonconformances related to this lot were found therefore supporting the device met material, assembly and performance specifications prior to shipment. Cured adhesive fillet was present all around the luer, suggesting that the manufacturing process was followed correctly. However, the proximal most bond between the strain relief and hub failed. There was no separation of the catheter. The entire outer lumen was removed from the catheter to expose the inner lumen. There was no damage to the inner lumen when examined under a microscope. Cause cannot be established.

Event description:
There was air leakage at proximal end of catheter. The procedure being performed was a right and left heart cath. The device was inspected prior use and there was no visual damage to the hub. All the fittings checked were secure so that air would not be introduced into the catheter during use and rechecked several times. The catheter was flushed prior to use. There was no adverse impact on the patient.